Manufacturer narrative:
The reporter's strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips and retention meter produced acceptable results and no strip defects were observed. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result for one patient with accu-chek inform ii meter. The meter serial number was requested but not provided. The result from the meter at 17:06 was 432 mg/dl. The result from the meter at 17:08 was 125 mg/dl.